Manufacturer narrative:
A review of the user's data confirmed that the user is currently using the system and that the information is up to date. Because no additional information was available from the user and there was no indication of a system malfunction, the case was closed.

Event description:
On march 2nd, senseonics was notified that a user had been hospitalized for surgery. Customer care attempted multiple follow-up contacts to obtain additional information regarding the hospitalization; however, the user could not be reached despite repeated outreach. No further details about the hospitalization could be obtained.